Event description:
Related manufacturer report number 1627487-2022-01833. It was reported the patient lost effective therapy. Multiple programming sessions were unsuccessful. Upon x-ray review, lead migration and fracture issues were not observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the device was explanted to address the issue.